Event description:
(B)(4). During attempted placement of this device peroral, it became stuck and required 30-45 minutes to pass instead of 3 minutes as expected. Significant mucosal damage and bleeding occurred. It appeared that the device was not the right shape and was too big.